Event description:
It was reported that after a supply change and dinner announcement on an ilet system, the patient experienced hyperglycemia with a reported blood glucose of 379 mg/dl; troubleshooting revealed the infusion set was deployed with the needle guard left in place, suggesting the infusion set was not properly inserted or connected. Symptoms included high blood glucose. Outcomes included no reported injury, no medical intervention beyond troubleshooting, and no hospitalization. Investigation included technical support review and user education regarding infusion set replacement and proper deployment. Investigation of this case revealed user setup error related to infusion set deployment. It was concluded that the event was attributable to use error with the infusion set, resulting in hyperglycemia without serious injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.